Manufacturer narrative:
(B)(4). The patient experienced peritonitis sometime in early august (dates unknown). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for this peritonitis event. The cause of this peritonitis event was unknown. The patient was treated with an unspecified antibiotic (intravenously, for 10 days, frequency and dose not reported) and an unspecified antibiotic (intraperitoneally, for 10 days, frequency and dose not reported) for peritonitis. At the time of this report, the patient was recovered from the event. No additional information is available.